Event description:
The patient is claiming that his infusion device is delivering twice as much insulin during a bolus and a little more than what it should be delivering during basal insulin delivery. The patient's blood glucose decreased into the 30s mg/dl. The patient stated that he can tell when he has low blood sugar because he will begin to sweat, confused and "feeling drunk" around 40 mg/dl. The patient stated that he would consume pure sugar to bring his blood glucose back to normal. The patient also has an insulin pen for a back up method of insulin delivery. The patient also stated that about a week and a half ago he finished antibiotics for a bacterial infection. During troubleshooting, the patient was using the infusion device and accessories as recommended. The patient did not report assistance by a healthcare professional or second party to address the issue. The patient refused to return product for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.